Manufacturer narrative:
Device was received and evaluated. The device was visually inspected for abnormalities with only minor scratches observed on the housing unit. There were no functional issues found, the blade tip worked normally and did not get stuck during the testing. The reported issue of the release mechanism not functioning properly could not be confirmed, no distinct damages could be found. Root cause of the reported issue is unknown as the reported failure cannot be reproduced. The device passed functional testing and no issues were found.

Event description:
It was reported that the device blade does not open and close smoothly and generated an abnormal sound. The release mechanism was not functioning properly. The issue occurred during reprocessing. There was no patient harm or injury reported due to the event. No user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The user reported failure could not be confirmed or duplicated. Per DHR the handpiece is inspected closely through functional activation tests. This suggests that the handpiece is shipped free from damages, and unlikely to make noise/having a broken releasing mechanism. It is likely that the damages were incurred as a result of transportation or use. Olympus will continue to monitor complaints for this device.